Manufacturer narrative:
H10: the field service engineer replaced the motor controller pcba in the device confirming issue to be resolved and device was returned to full functionality. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the blower temperature is too high. It was reported there was no patient involvement at the time the issue was discovered. There was no patient or user harmed. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The device was restarted but it did not work. The rse suggested to troubleshoot the turbine. The customer was provided with the part information for a blower assembly. Onsite support was dispatched.